Manufacturer narrative:
(B)(4).

Event description:
It was reported that coupling or communication issues occurred. It was recommended to use the antenna locate (al) feature. The al feature was used which resulted in a power on reset (por) being displayed on the recharger which then led to a normal recharging screen. Additional info has been requested, but was not available as of the date of this report.